Manufacturer narrative:
Block b3: exact date unknown, event occurred years ago from the date manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) replacement procedure due to battery not keeping a charge. The patient was doing well postoperatively, and the explanted device was discarded by the facility.